Event description:
An implant card was received indicating that the patient underwent generator replacement due to "adverse event." The physician reported that the patient was experiencing an increase in seizures. The physician reported that the relationship of the increase seizures to vns was unknown since the patient has had vns for so long. The cause of the increase in seizures was unknown and there were no known contributory factors or triggers. No additional relevant information was provided. The generator was received and analyzed. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.